Event description:
Lilly case ID: (B)(4). This device case, which does not include an adverse event, reported by a patient who contacted the company to report a product complaint, regards a (B)(6) male patient of unspecified origin. The patient was taking an unspecified medication for treatment of an unspecified indication. On (B)(6) 2011, it was reported that the patient's humapen memoir insulin pen had a battery that was going dead or something. When dialing a dose, the pen would display zero through nine, then return to zero. When it hit what should be 20, the pen again returned to zero. The letter c was displayed where it should have displayed 18 or 21. The c was partial with a line on top and bottom and a partial vertical line connecting them. The humapen memoir was associated with product complaint (B)(4) / lot 0906c02. The user's training status was not provided. The suspect device duration of use was "several years." The device was returned on (B)(6) 2011. Update 27jul2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summary; added the device return date; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a patient reported that when he dials his humapen memoir device past 9, it goes back to zero and starts over and dials 0-9 again, then when it hits what should be 20 the pen goes back to zero. He also stated that where numbers 18 or 21 should be, there is a c before the number. Investigation of the returned device (batch 0906c02, manufactured june 2009) determined the root cause is a deficient bond between the cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action deficient bond: a corrective action was implemented in (B)(4) 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by (B)(4) 2012, and supply of humapen memoir has been temporarily interrupted until these improvements have been implemented. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a patient who contacted the company to report a product complaint, regards a (B)(6) male patient of unspecified origin. The patient was taking an unspecified medication for treatment of an unspecified indication. On (B)(6) 2011, it was reported that the patient's humapen memoir insulin pen had a battery that was going dead or something. When dialing a dose, the pen would display zero through nine, then return to zero. When it hit what should be 20, the pen again returned to zero. The letter c was displayed where it should have displayed 18 or 21. The c was partial with a line on top and bottom and a partial vertical line connecting them. The humapen memoir was associated with product complaint (B)(4) / lot 0906c02. The user's training status was not provided. The suspect device duration of use was "several years." Return of the pen is anticipated.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed.